Event description:
On (B)(6) 2013 the patient was implanted with a spectra device for the treatment of erectile dysfunction. On (B)(6) 2013 the device was explanted due to infection.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.